Manufacturer narrative:
As reported, the optifix straight fixation device did not fixate the mesh after deploying fifth fastener. As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ not returned.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2022, the bard/davol optifix fixation device was used to fixate mesh in the area of the cooper's ligament. As reported the fixation device successfully released 4 fastener and fixated to the mesh. The device got stuck after deploying the 5th fastener and the 5th fastener did not fixate, it was located and removed from the patient. There was no reported patient injury/harm.

Manufacturer narrative:
As reported, the optifix straight fixation device did not fixate the mesh after deploying fifth fastener. As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. The subject device was returned for evaluation. Evaluation finds for a bent guide wire and bent backup tabs resulting in broken fasteners deploying during functional testing of the device. No manufacturing anomalies were found. The reported performance issues of failure to fixate and mechanical jam are a known result of bent guide wire and deformed backup tabs. The components are found to be bent from applied forces when in use while fixating near the cooper¿s ligament as reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2022, the bard/davol optifix fixation device was used to fixate mesh in the area of the cooper's ligament. As reported the fixation device successfully released 4 fastener and fixated to the mesh. The device got stuck after deploying the 5th fastener and the 5th fastener did not fixate, it was located and removed from the patient. There was no reported patient injury/harm.